Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a qdot micro and the patient experienced pericardial effusion that required pericardiocentesis, drain placement and prolonged hospitalization. It was also reported that later on during the case a pericardial effusion was discovered after the anesthesia team pointed out a drop in blood pressure in the patient. Xray and intracardiac echocardiography (ice) were used for confirmation. A pericardiocentesis was completed and the patient was reported to be in stable condition but still intubated while being moved to the intensive care unit (ICU). A drain was left in the patient. Device evaluation details: the product was returned to johnson & johnson medtech (j&j) for evaluation. A visual inspection and revision of all features were performed following johnson & johnson medtech procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed. No magnetic, force, irrigation, deflection, temperature or electrical issues were found during the product investigation. During product evaluation, the lot number was identified to be 31386646l. Field d4. Lot has been populated with this information. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The root cause of the adverse event remains unknown. The physician's opinion on the cause of the adverse event was the procedure. In addition, no device malfunction was reported, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. As part of the johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. Note: the full UDI has now been provided under field d4. Primary UDI number. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
On (B)(6) 2025, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Note: for field d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Manufacturer's ref.#: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a qdot micro and the patient experienced pericardial effusion that required pericardiocentesis, drain placement and prolonged hospitalization. First, it was reported that the vizigo sheath had a black electrode and was not visualizing properly. They checked the matric and there was enough, but the issue was still there. The cable was replaced but the issue continued. The vizigo sheath was replaced and the issue resolved, the case continued. It was also reported that later on during the case a pericardial effusion was discovered after the anesthesia team pointed out a drop in blood pressure in the patient. Xray and intracardiac echocardiography (ice) were used for confirmation. A pericardiocentesis was completed and the patient was reported to be in stable condition but still intubated while being moved to the intensive care unit (ICU). A drain was left in the patient. The physician's opinion on the cause of the adverse event is the procedure. The procedural activated clotting time (act) was over 300. There was no evidence of steam pop. No error messages observed on biosense webster equipment during the procedure. Some relevant medical history includes some type of supraventricular tachycardia (svt) ablation over 10 years ago.